Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed the infusion set site multiple times and changed the type of infusion set. There was no reported adverse impact. Customer reverted to using an alternate method of insulin therapy.